Manufacturer narrative:
Product complaint#: (B)(4). Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Dr. Didn't want to move forward with any calls or additional help. He simply thought it was a coincidence and has never had a bad dermabond reaction. He wasn't concerned. All of the pics were a single patient. The additional questions below he wasn't aware of when I asked and didn't know the history of the patient's previous surgeries. He used a medrol pack and the patient reactions cleared up., he dismissed me when I asked more questions about it and didn't seem willing to worry about it. 8 photos were received - are these all from this single patient? All of the pics were a single patient. If yes-are the dates they were taken available? Is photo available of patient reaction? Description of event, symptoms, manifestation of reaction infection was any surgical intervention performed? Were any cultures taken? Results? Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Product lot of product used? What is the physician¿s opinion as to the etiology of or contributing factors to this event? This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. D4: UDI: as the product code number for the device involved in the event was not provided, the full UDI is currently not available. Additional information has been requested however not received if further details are received at a later date a supplemental medwatch will be sent. 8 photos were received, are these all from this single patient? If yes-are the dates they were taken available? Is photo available of patient reaction? Description of event, symptoms, manifestation of reaction infection was any surgical intervention performed? Were any cultures taken? Results? Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Produc lot of product used? What is the physician¿s opinion as to the etiology of or contributing factors to this event? No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a robotic cholecystectomy on (B)(6) 2024 and topical skin adhesive was used. Twenty-four days post op, the adhesive was removed today (B)(6) as it was still itchy. A medrol dose pack was used as well as a desoximetasone cream was used. No device was available for return. Additional information has been requested.